Event description:
This is a hemosplit biobloc account that has had to replace several catheters due to tunnel infections.

Manufacturer narrative:
A chr could not be completed since the lot number was not indicated. The complaint is inconclusive since the product was not returned for evaluation.